Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
Unique device identification (UDI) is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a right frontal orbital rim procedure to remove excess bone. The event occurred intraoperatively during the navigate task and delayed surgery by less than one hour. It was reported that the site registered with a CT and then merged a modified CT to see the target area. The procedure was an em with nipt placed on mastoid area. The site performed trace registration and was happy with initial registration and went sterile. The surgeon made a coronal flap (ear to ear) and pulled skin down, performed some bone trimming and then touched some points to verify accuracy. At this stage, the pointer was off by about 1 cm in an inferior direction. However, the amount of inaccuracy was the same amount throughout the head. The site proceeded to try to register 3 additional times on the exposed bone which passed but it was not to the surgeon's satisfaction. The surgeon decided to abort navigation and completed the surgery with the imaging device. There was no impact on patient outcome.